Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No stuck button or number anomaly was noted on the display. The insulin pump had a cracked case at a display window corner, minor scratches on the display window, a broken belt clip slot at the battery tube threads area, cracked reservoir tube lip and cracked reservoir tube.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported her bolus button was stuck while she was attempting to deliver a bolus. She also reported the numbers on her insulin pump was moving on its own. Customer's blood glucose was 428 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.